Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and expired on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B2 added date of death as it was omitted from the initial report that was submitted. E1 added initial reporter phone as it was omitted from the initial report that was submitted.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: product & data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.